Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient experienced pump stops while connected to the power module. At the hospital log files were sent for analysis and confirmed several pump stops only on the power module. Short to shield was suspected and an x-ray of the area were taken.

Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: an abbott technical services representative confirmed the reported pump stop events while the patient was supported with the power module; however, a specific cause cannot be conclusively determined thorough this evaluation. An abbott technical services representative also confirmed cosmetic damage to the driveline¿s silicone sleeve however, a specific cause cannot be conclusively determined thorough this evaluation. The submitted log file contained data spanning from (B)(6)2019 at 11:08:20 to (B)(6)2020 at 11:56:23, per the timestamp. Throughout the log file the device operated above the low speed limit without issue. No notable alarms or unusual events were captured, and the device appeared to have been operating as intended. An abbott technical services representative performed an external driveline evaluation on (B)(6)2020 . The driveline evaluation revealed 2 areas of thinning/holes in the silicone sleeve, which were attributed to wear and tear. The afflicted areas of the silicone sleeve were covered up with rescue tape. The driveline evaluation was otherwise unremarkable as testing was unable to reproduce the short-to-shield condition. As no further alarms had been reported since the patient had been supported with battery power/the ungrounded patient cable, the center elected to preserve the current integrity of the driveline and will frequently monitor the patient. The patient remains ongoing on vad-55075 and no further issues have been reported at this time. No further information was provided. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in these documents. No further information was provided. The manufacturer is closing the file on this event.